Event description:
As reported: intermittent loc noted within 30 minutes of implant and closure. Epi lead was not sutured to myocardium and was dislodged. New lead placed and this was explanted. Per the rep, "I noticed that the device was not having 100% lv capture when the pt was in post op. It was intermittently only having rv capture. He was taken back to surgery and the epicardial lead was found to be not attached to the myocardium. The surgeon made a statement that he thought the area was tight enough and had opted to not suture the lead. Several attempts were made to reuse/reposition the lead but the thresholds were high and it was removed."

Event description:
Intermittent loc noted within 30 minutes of implant and closure. New lead placed and the lead was explanted. Follow-up with the distributer indicated that the lead was thrown away by the or staff.